Event description:
Customer reportedly received the following results on two compact plus systems within 10 minutes: 385 mg/dl (compact plus system 1), 180 mg/dl (compact plus system 2), and 169 mg/dl (compact plus system 1). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strips will not be returned. Replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for the compact plus system 2. Will not be returned to manufacturer.